Event description:
Reporter alleged discrepant blood glucose results of 598 mg/dl on the compact system compared to 30 mg/dl when testing was performed on a professional meter within 16 minutes. Reporter stated customer was seizing and unresponsive. Customer was treated by emt with glucose gel, muffin, and peanut butter, after which customer felt better. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates: neoral - dates unk - 125mg twice daily, catapres patch - dates unk - one per week, lipitor - dates unk - 20mg daily, fosamax - dates unk - 70mg weekly.